Event description:
On (B)(6) 2024, after the patient had undergone an MRI scan, the sm8 valve implanted in 2002 was deprogrammed. After several attempts to adjust the valve, it remained blocked, requiring the patient to be admitted to hospital for removal and replacement with another polaris valve.